Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The edwards esheath introducer was not returned for evaluation. A device history record (DHR) review of the work orders did not reveal any manufacturing non-conformance issues that would have contributed to the event. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. No imagery was provided. Therefore, no manufacturing non-conformances were able to be identified. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary (ts). The ts provides details of contributing factors for increased resistance during the insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. No information was provided of the degree of tortuosity in the access vessel. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. There was no report of calcification in the access vessel. Undersized vessel (<5.5mm for 14f esheath) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. As reported, minimum luminal diameter -"mld of left subclavian artery (sa): 4.8 x 6.6mm without calcification" suggests that the patient (undersized vessel) factors may have contributed to the event. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. No information was provided of the insertion angle. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (undersized vessel) may have contributed to the reported event. The complaint for "introduce and navigate system through sheath/access vasculature - resistance between system components - difficulty advancing through sheath" was unable to be confirmed. Without the return of the complaint device, an engineering evaluation including visual, functional, and dimensional analysis could not be performed. However, no manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests patient factors (undersized vessel) contributed to the complaint event. No labeling or IFU inadequacies have been identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformance was confirmed, a product risk assessment (pra) escalation is not required. There was no edwards defect identified to have contributed to the complaint events. Therefore, no corrective or preventative actions (CAPA) are required. In this case, a subclavian artery injury occurred and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a trans-subclavian tavr procedure with a 26mm sapien 3 valve, resistance was felt when the delivery system was inserted at middle subclavian artery (sa). The operator pushed hard and succeeded to advance, and the valve was implanted. While the device was removed, "exfoliation" of subclavian artery (sa) intima was observed. The angiography revealed stenosis at the area from middle to distal sa, and surgical repair was performed. The final angiography confirmed there was good blood flow and hemostasis.